Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient (australia) experienced discomfort due to the scs lead being superficial. Surgical intervention will be taken at a later date to address the issue. Model 3788, scs ipg, implant date: unknown.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2015 where the lead site was revised. The lead was implanted deeper and sutured into the place which resolved the issue of discomfort.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.